Event description:
A customer observed incorrect patient demographics associated with a sample ID on a patient report. No incorrect patient results were reported. Mis-association of patient demographics and results may lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
The customer manually programmed a sample for a specific tray/cup position, then incorrectly located another patient's sample in that position, causing results for patient 2 to be associated with the demographics for patient 1. User error is the root cause of this event.